Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 6/5/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: preface 8 french sheath (model# 301803m, lot# unknown) , carto 3 system (model# m-5830-01, serial# unknown), generator (model# unknown, serial# unknown), reprocessed cs catheter (model# unknown, serial# unknown). (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) and a supraventricular tachycardia ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and a surgical intervention. Mapping of the rvot was performed. After 2 ablations, the patient reported chest pain and became hypotensive. Pericardial effusion was confirmed via fluoroscopy and echocardiography. Pericardiocentesis yielded 1600 ml. Remainder of procedure was aborted. Patient was transferred to the operating room for a surgical intervention. Patient required extended hospitalization as a result of the adverse event. Patient outcome is unchanged. Medical history includes chronic obstructive pulmonary disease (copd). Factors cited that may have contributed to the adverse event include copd, patient movement during ablation, and contact force of 40 grams (during patient movement). It was noted that the physician was not sure if the effusion stemmed from the coronary sinus or the rvot. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. There is no information regarding transseptal puncture. A preface 8 french sheath was used. Generator was set on power control mode at 30 watts with temperature of 45 degrees celsius. There is no information regarding generator parameters, other generator settings, or power titration. Overall ablation time at the site of injury was 20 seconds (2 ablations of approximately 10 seconds each). Last ablation cycle time at the site of injury was 10 seconds. Irrigated catheter flow was set on 2 ml/min during mapping and 30 ml/min during ablation. There is no information regarding spi value. Smarttouch sf catheter was not in close proximity to another catheter. Smarttouch sf catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. Patient received anticoagulant during the procedure with activated clotting time (act) of 317 seconds.

Manufacturer narrative:
It was reported that a (B)(6) year-old male patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) and a supraventricular tachycardia ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and a surgical intervention. The device was visually inspected and it was found to be in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized. No errors were observed. The force sensor was tested and was found to be working properly. Force values were observed to be within specifications. Electrical testing was performed on the catheter and was found to be within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and both temperature and impedance values were observed to be within specifications. Irrigation and deflection testing was performed and it was found to be within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer ref no: (B)(4).